Event description:
It was reported that st-segment elevation, bradycardia, hypotension occurred. A versacross connect faradrive was selected for use, for an ablation procedure for to treat atrial fibrillation. Following the administration of beta blockers, bradycardia, hypotension, and st-segment elevation occurred. Nitroglycerin was administered and the st-segment returned to normal within a few minutes. St elevation occurred during transeptal, with the versacross connect device. St elevation as observed in leads ii, iii, and avf. There is no ECG available for review. The patient was under deep sedation, with deep breathing present. The patient was discharged two days after procedure, but the patient was not admitted or stay extended because of this incident. The rf generator, setting was constant 1 second, during rf application. There was no resistance when advancing or retracting the wire to the septum. The septum was tented as usual with the versacross wire prior to rf delivery. One puncture attempt was made, and before attempting the puncture, it was confirmed the wire was protruding from the dilator. No damage to the wire was observed. The physician stated that excessive force may have been applied to the septum, and that the wire crossing may have been slightly difficult. The assessment of the attending physician regarding the cause of the st elevation was deep breathing of the patient. The procedure was complete with the same device.